Manufacturer narrative:
The investigation determined that the calibration and qc were acceptable. The investigation determined that the centrifuge time was too short and the speed is too high. The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs assay results for 1 patient tested on a cobas 8000 e 801 module. The initial troponin t result was 0.0292 ng/ml. A new sample was collected and the troponin t result was < 0.003 ng/ml with a data flag. The initial sample was repeated and the troponin t result was < 0.003 ng/ml with a data flag. The initial sample was repeated a second time and the troponin t result was < 0.003 ng/ml with a data flag. There were questionable results were reported outside of the laboratory. The troponin t reagent lot number was 37069500 with an expiration date of 31-mar-2020.

Manufacturer narrative:
Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.